Manufacturer narrative:
Fowler.

Event description:
It was reported while transporting a pt, the head-end was slightly higher positioned. During transport he observed, that the head-end drifted down so that the cot was in a line. No pt or caregiver injury.